Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance values of 125 ohms. The latest shock from five months earlier showed an in range shock impedance value of 67 ohms. It was noted the shock impedance value has gradually increased over the past year. Boston scientific technical services (ts) discussed possible causes and suggested bringing the patient in for evaluation. The field representative indicated the patient was brought into the clinic where the cause of elevated impedance was not able to be determined. However, at this time the physician was not concerned over a lead integrity issue. The shocking vector was left as previously programmed in triad configuration, but the remote home monitoring daily alert value was increased from 125 ohms to 150 ohms. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance values of 125 ohms. The latest shock from five months earlier showed an in range shock impedance value of 67 ohms. It was noted the shock impedance value has gradually increased over the past year. Boston scientific technical services (ts) discussed possible causes and suggested bringing the patient in for evaluation. The field representative indicated the patient was brought into the clinic where the cause of elevated impedance was not able to be determined. However, at this time the physician was not concerned over a lead integrity issue. The shocking vector was left as previously programmed in triad configuration, but the remote home monitoring daily alert value was increased from 125 ohms to 150 ohms. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance has now reached 151 ohms. Ts was again consulted and recommended the clinic consider performing max energy commanded shocks to test the integrity of the system. The field representative would attempt to obtain further information from the clinic. Evidence suggests the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance values of 125 ohms. The latest shock from five months earlier showed an in range shock impedance value of 67 ohms. It was noted the shock impedance value has gradually increased over the past year. Boston scientific technical services (ts) discussed possible causes and suggested bringing the patient in for evaluation. The field representative indicated the patient was brought into the clinic where the cause of elevated impedance was not able to be determined. However, at this time the physician was not concerned over a lead integrity issue. The shocking vector was left as previously programmed in triad configuration, but the remote home monitoring daily alert value was increased from 125 ohms to 150 ohms. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance has now reached 151 ohms. Ts was again consulted and recommended the clinic consider performing max energy commanded shocks to test the integrity of the system. The field representative would attempt to obtain further information from the clinic. Evidence suggests the ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurement continued. A revision procedure was performed where the entire system was explanted and replaced.